Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported patient experienced vision problems in unknown eye after refractive surgery. The patient suspects that the cause might be a refractive error greater than the ±0.25 diopters. Outcome of the patient was unknown. Patient was concerned that there might have been an abnormality in the system. Additional information has been requested but is not available at the time of this report.